Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision/removal on (B)(6) 2012.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a mesh excision surgery on (B)(6) 2012 due to mesh perforating the rectum and vagina.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 05/11/2016. It was reported that following insertion the patient experienced urinary urgency, vaginal discharge and vaginal itching. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary urgency, vaginal discharge and vaginal itching.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy and unilateral sacrospinous ligament fixation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.